Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Visual inspection revealed the dilator was perforated at 1.18¿ proximal to the distal tip. The sheath distal tip had been split and torn. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly. However, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device puncture remains unknown.

Event description:
This report is to advise of a sheath and dilator puncture noted during analysis.